Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and no physical damage was observed a review of the platform archive log showed that the autopulse was used on (B)(6) 2015 before returning to zoll where the archive was extracted on (B)(6) 2016. Over (B)(4) compressions were delivered by this autopulse on (B)(6) 2015. There were (B)(4) instances of user advisory (ua) 17 (max motor on time exceeded) messages observed on (B)(6) 2015. A li-ion (s/n (B)(4)) was used during these events and the platform performed a total of (B)(4) compressions. The average load on the load plates was (B)(4) lbs. Three unreported ua 2 (compression tracking error occurred on the first compression) messages also occurred during this time period. The device passed functional tests without any fault or error report indicating that the user advisories noted in the archive log were cleared by the user. In summary, the customer's reported complaint of autopulse displaying ua 17 was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported ua 17. During service at zoll (B)(4), all required inspections were performed and the system met all performance specifications including the brake gap check and functional tests.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not received.

Event description:
It was reported that during daily shift check the autopulse platform (B)(4) displayed user advisory 17 (max motor on time exceeded during active operation). There was no patient involved with this event. No further information was provided.